Manufacturer narrative:
The referenced upgrade to status 1a on the transplant list due to infection was reported under medwatch MFR report #2916596-2017-01858. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2017. The patient had been upgraded on the transplant list to status 1a due to driveline infection on (B)(6) 2017. Additional information was requested, but not provided.